Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they were experiencing atrial fibrillation (af) multiple times. Their physician reprogrammed their device settings. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.